Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were unresponsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The mother said that two days prior to calling animas a bolus dose was attempted at midnight. However, the pump was reportedly locked during that time and button presses would not unlock the pump. The battery was replaced and the pump was primed successfully. However the patient's mother found that the pump was locked again after replacing the battery and could not unlock a second time either. There was no reported patient impact associated with this complaint. There was no evidence of misuse of the product.